Event description:
It was reported to philips that the display has vertical lines the field service engineer (fse) found that the display needs to be replaced due to malfunction. Parts consumed : 1.00000,989803145571,mrx display cover 1.00000,453564196581,mrx kit display 3 & face plate assy tools & equipment : torque screwdriver,2021-09-30 00:00:00 test simulator kit,2021-09-30 00:00:00 defibrillator analyzer,2021-09-30 00:00:00 electrical safety tester,2021-09-30 00:00:00 problem description by engineer : customer function/role: customer device use: resuscitation expected and unexpected results: display- vertical colored lines-unable to be used. User impact: no impact current software version: diagnostic performed by engineer : replaced display and cover calibrate and test upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the display has vertical lines. There was no patient involvement.